Event description:
It was reported that the shaft of the 3.0x23 mm xience prime was observed to be kinked during unpacking. The device was not used on the patient. The procedure was completed with another of the same size. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Device analysis revealed a proximal shaft separation which was confirmed to have occurred during unpacking of the device. Resistance was also felt during removal of the device from the hoop. There was no kink in the device. The device was not used on the patient. No additional information was provided. This case happened in (B)(6).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the device from the packaging could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove from the packaging or separations from this lot. Based on the reviewed information, no product deficiency was identified.